Manufacturer narrative:
In use at the time of the event: cgm model: g7. Mobile os: ios / ios_iphone 11 / 2.9.1 / ios 26.1.

Event description:
It was reported that pump experienced malfunction after customer went swimming with pump still on them. The pump was replaced to resolve the issue, and the customer did not have an alternate method of insulin therapy available. The customer reached out to the pharmacy to acquire multiple daily injections (mdi) for backup therapy until the replacement arrives.